Event description:
It was reported the patient would undergo revision of the scs ipg due to some potential protrusion on the pocket incision.

Event description:
Additional information received identified the patient had some sort of abscess at the ipg site. The physician's office reported the patient's scs system was removed.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to malfunction of the implanted system.